Event description:
It was reported to covidien on (B)(6)2010 that a customer has an issue with an x-ray sponge. The customer states that a piece of the sponge cam off into the patient. The surgeon stopped the procedure and picked out the piece.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.